Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they met with a manufacturer representative (rep) for reprogramming to see if they could keep programming working for their right side, even though the leads weren't functioning on that side. Patient said they were good with stimulation as long as they could turn the intensity up and down to still feel it. Additional information was received from the patient (pt). Pt mentioned their whole right side is turned off because the electrodes are not working; patient added that half the leads are shot to begin with so maybe the battery is starting to go bad. Pt asked about implant battery longevity; agent reviewed. Pt noted a rep had previously spoken to them about their battery life; patient added they are not sure if they would want to have the implant replaced due to the recovery and restrictions. Patient noted that they feel like the implant is getting towards the end of its life and asked if reps can tell if something is wrong with the implant and or how much longer they have with their current implant specifically; agent reviewed role of rep with patient. Patient mentioned they have a doctor appointment monday and will ask if reps can come to look at their implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jan-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 05-apr-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the lead on the right side was turned off due to most showing red impedances which caused the remote to not be able to adjust the strength. A rep was able to program around the impedance multiple times, but the last time they had to deactivate them. The patient was going to meet with their rep again and the issue was not resolved.